Event description:
A malfunction was reported by the customer, identified as malf 9, with a fault ID available. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted the customer in resetting the pump. The malfunction did not recur after the reset, and the customer was advised to continue using the pump and contact support if the issue happened again.